Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 analyzer for one patient sample that repeated normal. The elevated magnesium result was not reported out of the lab. The following data was provided (normal range = 1.6 to 2.6 mg/dl): on (B)(6), 2022 sid (B)(6) initial result = 6.6 mg/dl, repeat result = 2.5 mg/dl (architect c401783). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed several troubleshooting procedures including replacement of parts. A definitive cause of the discrepant result was not identified, therefore, the architect c4000 processing module 02p24-40, serial number (B)(4) was considered the likely cause. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the architect system, likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(4) was identified.